Event description:
It was reported that after dilation of an esophagus with two pta balloons, a tear in the esophagus was noted. The pt was admitted to the ICU and then transferred to another hospital for further evaluation by a cardiothoracic surgeon. The current status of the pt is unk.

Manufacturer narrative:
This event is the same as MDR# 2020394-2013-00095. A mfg review was conducted. The lot met all release criteria. This is the first complaint reported to date under this lot number for this failure mode. The investigation in inconclusive as neither the sample nor images were returned for evaluation. Per the complaint comments, the pt has a tumor that was encroaching on his esophagus. Additionally, the esophagus was in a weakened state, as the pt had rec'd radiation treatment: therefore, is unk if pt issues contributed to the event. Per the current instructions for use (IFU), atlas pta balloon dilation catheters are indicated for percutaneous transluminal angioplasty of the iliac arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Therefore, usage of this device contrary to its intended application may have been a contributing factor to the event; however, based upon the available inf, the definitive root cause is unk. Potential adverse reactions: the complications which may result from a peripheral balloon dilation procedure include vessel dissection, perforation, rupture, or spasm.